Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tenaculum forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the tenaculum forceps instrument (lot# k10211108/ sequence 0234) associated with this event has been performed. Per logs, the instrument was last used on 21-aug-2022 on system sk1557. The instrument had 2 uses remaining after the last use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument cable broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cut was noted on the tenaculum forceps instrument. Additionally, a fragment from the instrument allegedly fell inside the patient and was retrieved. The customer replaced the instrument with a back-up instrument. The da vinci surgical procedure was completed with no further issue. No known impact or patient consequence was reported. Intuitive surgical, inc conducted follow up and obtained additional information about the complaint from the nurse. A system and instrument inspection was conducted prior to use with no issue identified. The entire fallen piece was retrieved during the same procedure. The patient has not returned to the hospital, or experienced any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Additional information can be found in the following fields: product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. This failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.